Event description:
The customer reported via the sales rep that during a procedure when he went to remove the x-pin (1/8 drill 3170-0000) from the distal resection guide (6541-1-721), it became stuck within the guide. The customer reported that the two other drills were removed successfully and the x-pin drill was removed within the distal resection guide.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a drill bit seizing in a resection guide involving a 1/8" drill w/o stop was reported. The event was confirmed during visual and material evaluations. Method & results: an analysis by the material analysis team determined that the cause of the seizure was galling of the outside diameter surface of the drill bit with the inside diameter of the resection guide. The reason for the galling could not be determined. No patient clinical information was provided as there is no evidence to support the event was related to patient factors. A review of the device history records could not be performed as a lot code was not provided. A complaint history review could not be performed as the lot code was not provided. Conclusions: the investigation concluded that the cause of the event was the galling and seizing of the outside diameter surface of the drill bit with the inside diameter of the resection guide during use. The galling was confirmed by the material analysis team. The reason for the galling could not be determined. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported via the sales rep that during a procedure when he went to remove the x-pin (1/8 drill 3170-0000) from the distal resection guide ((B)(4)), it became stuck within the guide. The customer reported that the two other drills were removed successfully and the x-pin drill was removed within the distal resection guide.